Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results when testing one patient with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the patient's warfarin medication was held due to an inr measurement that was higher than the patient's therapeutic range. The patient took her normal medications at 7 a.m. On (B)(6) 2017. The patient was tested at approximately 1 p.m. On (B)(6) 2017 and the result from the meter was 5.5 inr. The customer then cleaned the meter and tested the patient again a few minutes later. The meter was not allowed to dry a full 15 minutes prior to repeat testing. The repeat result from the meter was 2.9 inr. Samples from different fingers were used for each measurement. A result was not provided to the physician at that time and an alternative testing method was sought. The patient did not receive any treatment based upon the obtained results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient is tested twice a week. The patient is not anemic or polycythemic. The patient does not suffer from antiphospholipid antibodies. The patient is not taking heparin or any direct thrombin inhibitors. The patient did not change their routine that day and had no high symptoms. The patient has not had any changes in normal vitamins and supplements prior to the event. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 139822-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.4 inr. Donor #2 inr: 2.4 inr . Donor #1 hct: 38%. Donor #2 hct: 48% . Testing results: donor #1: master lot: 3.4 inr. Customer strip and meter: 3.6 inr. Donor #2: master lot: 2.4 inr. Customer strip and meter: 2.5 inr. 2.4 / 2.5. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications taken by the patient are currently known to interfere with the accuracy of the test results. Upon review of the patient result log from the meter, the 2.9 inr value from (B)(6) 2017 was found, but the result of 5.5 inr on (B)(6) 2017 could not be found in the patient result log. An "error 5" was logged on the meter on (B)(6) 2017. It is possible the customer may have interpreted the error as a result. Error 5 is generally caused by not applying adequate blood to the test strip.